Event description:
Customer reported that the insulin pump had alarmed for a motor error and that she went to the hospital for high blood glucose. The blood glucose reading was 417 mg/dl. Customer stated that the motor error occurred during basal delivery. She stated that the insulin pump had gone through a MRI and that she was unable to complete the rewind process. She stated that she had felt dizzy for two days and passed out a couple of times prior to going to the hospital. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.